Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 8000 and 900 devices, we have found a number cases with similar fault description. The failure mode is related to an uncommanded movement of the bed caused by the defective control panel. The trend observed for reportable complaints with this failure mode is considered to be low. (B)(4), the complaint ratio is considered to be low - the failure rate for incidents of this type (B)(4) against the installed based (and (B)(4) of the acp control units). The device was inspected by an arjohuntleight representative at the customer site and found to fall its specification, the device was being used when the event occurred and therefore played a role in the event, however no injuries were sustained. The uncommanded raising of the backrest section of the bed was caused by the defective patient control panel - probably the directional button which was pressed stuck inside and remained active causing the bed function to continue to descend after the button was released. Unfortunately, as the control panel has been disposed of we cannot clearly determine the root cause as to why the handset failed; however this is consistent with the handset sustaining damaged. In this event the operator of the device expect that the backrest section of the bed will go up (as this movement has been requested) - before requesting this movement operator should followed guidelines from the product instruction for use (#746-435_7) and make sure that the patient is positioned correctly to avoid entrapment or imbalance. Acting in accordance to the product instruction for use, minimize the risk of occurring the hazardous situation event further. The failure was apparent to the clinical staff, who took the appropriate action in reporting the failure and quarantining the device before further use. We have not been able to find any contributing manufacturing anomalies. We shall continue to monitor for any further incidents of this nature to determine trending. Other than the actions stated already taken, there are no further actions proposed at this time.